Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was unknown. The insulin pump was rejecting new batteries, there was damage to the casing of the insulin pump, such as cracks. The insulin pump had rainbow effect and it was hard to read. The reservoir was not secure and there were grinding noises different from the normal rewind noises. The insulin pump had no delivery alarm, insulin pump have to rewind more than once per reservoir change and insulin pump rewind slower than it has in the past. The insulin pump buttons always respond when first press them. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, prime/fill anomaly, rewind anomaly, drive/motor anomaly or unexpected motor noise anomaly noted during testing. The motor was tested outside of the unit and passed. Device had intermittent button response on the down arrow button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. The test battery was removed and reinserted with no failed battery test alarm noted. No damage noted on the display window. No display anomaly/rainbow display anomaly noted during testing. Device had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.